Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2012 due to lead fracture. Impedance was greater than 2000 ohms. There were multiple inappropriate shocks due to over sensing of noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).